Manufacturer narrative:
No information has been provided to date, h7, h9 this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: no information has been provided to date. This remediation MDR was generated under protocol (B)(4).

Manufacturer narrative:
One medfusion pump was returned for investigation in good condition. A review of the event history log showed that the pump failed the syringe plunger test. The "syringe plunge not in place" error was replicated during testing. This product problem occurred because the q1 had broken off from the plunger board. In addition, the plunger board had broken off from the glue. This issue was attributed to a design issue. This was identified as the root cause. The plunger board was replaced. The device subsequently passed the functional tests.

Event description:
It was reported that the syringe plunger was not in place on the medfusion pump. There was no patient involvement.